Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the products because they were not returned for investigation. Stent migration can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, stent size selection or insufficient landing zone. In this case, it was reported that the stent migrated due to severe lesion calcification. As a result, a second rx acculink stent was placed to fully cover the lesion. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. A query of the complaint handling database for the reported lot was performed and revealed no other incidents reported for this lot. All acculink stent systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify proper stent deployment. Overall, the reported migration appears to be the result of the severe calcification in the lesion. There is no indication to suggest a product quality deficiency.

Event description:
It was reported that during the rx acculink stenting procedure in the left internal common carotid bifurcation, the rx acculink stent migrated during deployment due to severe lesion calcification. A second rx acculink was then successfully deployed to cover the lesion. There were no adverse patient effects. No additional information was provided.